Event description:
It was reported that the patient with this brady device experienced shortness of breath and muscle stimulation. Analysis of the device was performed and high out of range pacing impedance measurements were observed. Further revaluation of the patient was discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.